Event description:
Philips received a complaint from the customer on the v60 ventilator indicating the device is getting 110a check vent: proximal pressure sensor auto zero failed error message. It is unknown if the unit was in patient use at the time of the reported issue. There was no report of patient or user harm. The customer replaced the solenoid valve to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.